Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> in order to determine if a lot related issue was possible, a worldwide complaint database search was performed. Additional reports were found. A device history record (DHR) review per comact-682842 found two unrelated non conformances on this batch. Micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent a primary left knee arthroplasty to address osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. On (B)(6) 2020, the patient underwent a left knee revision to address pain, effusion, and tibial tray loosening at the cement to implant interface. The surgeon noted removing fibrous tissue throughout the knee as well as excising scar tissue around the patellar component. The tibial tray and tibial insert were revised. The patellar component and femoral component were retained. The patient was revised with depuy products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2020, left knee.